Manufacturer narrative:
The UDI information is not available since the device was manufactured before the implementation of UDI in manufacturing on 2015-10-22.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref: # (B)(4).

Manufacturer narrative:
Our field service engineer investigated the ventilator on site and according to provided information, the issue was resolved by replacing the air gas module. After the replacement, the device passed the pre-use check and was returned to customer in good working condition. Our conclusion is that the replaced air gas module was the cause of the failure. However, the root cause of why the part failed has not been established as it was kept by customer and not returned for investigation.